Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 03 march 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision osteolysis and visible poly wear were encountered. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 22/03/2016.

Manufacturer narrative:
Examination of the returned devices and patient xrays finds evidence confirm acetabular implant malpositioning and eccentric poly-wear of the liner. The femoral head is unremarkable and the stem and cup were not returned. A worldwide complaint database search found no additional related reports against the provided product code/lot code combinations. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The device history records for the liner were reviewed with no related manufacturing deviations or anomalies noted. The investigation can draw no further conclusions with the information made available. Based on the performed investigation, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because of pain, osteolysis, and poly wear.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.